Manufacturer narrative:
Complainant city: (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 32x3.00mm omega stent was selected to treat the lesion. The physician noted that there was more resistance than usual progression of the device. The stent system was removed and was noted that it had been severely damaged with a "loss of integrity." The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The balloon was tightly folded. There were numerous hypotube kinks. The stent was microscopically examined and was found to be damaged with several struts stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 32x3.00mm omega¿ stent was selected to treat the lesion. The physician noted that there was more resistance than usual progression of the device. The stent system was removed and was noted that it had been severely damaged with a "loss of integrity." The procedure was completed with another of the same device. The patient's status was stable.